Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, they experienced vaginal odor, chronic vaginal pain, increased incontinence, permanent nerve damage resulting in numbness around the vagina, vaginal bleeding, bladder erosion, scarring and a vaginal fistula. The device was explanted in 2000. A martius fat pad flap procedure was performed in march 2000 and a repair of scar tissue and suture removal was performed in december 2001. The device was not returned for evaluation. Therefore, no failure analysis is available. As a lot number was not provided, a device history search could not be performed. Without evaluating this device, co is unable to determine if the device met specifications, and co is unable to determine the specific relationship of the device to the event.